Manufacturer narrative:
As reported, capsure straight fixation device failed to fixate the mesh. Evaluation of the returned sample finds the device misfired during simulated use testing. While a definitive root cause couldn¿t not be determined the most likely cause is the result of an event occurring during user/device interface resulting in the device to go out of synchronization. A review of manufacturing records was performed and found that the device was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. The precautions section states if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device evaluated.

Event description:
As reported, during tapp (transabdominal preperitoneal) hernia repair procedure, the capsure straight fixation device was used to fixate the mesh. It was reported that the deployed fastener failed to fixate the mesh and was removed from the patient's body. Another device was used to complete the procedure. There was no patient injury.